Event description:
This will be filed to report a single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade 4 and a flail. One clip was successfully implanted, and the procedure was concluded with a resulting mr of grade 1-2. On (B)(6) 2023 a transthoracic echocardiogram (tte) was performed at a follow up appointment. It was observed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to an unknown grade.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda per the physician is related to patient anatomy. Mitral valve insufficiency/ regurgitation (mr) appears to be due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.